Event description:
It was reported by the customer that they were getting high heart rate on the ECG. The ECG did not calculate the heart rate correctly. The customer was aware that the issue was related to a software anomaly. They were given an ECG plug-in update prior to the incident. It was determined that the ECG plug-in update had not been applied correctly. The patient was taken to another room to test and the workstation was rebooted. The update was correctly installed. There was no injury to the patient and no medication was prescribed.the customer had been sent a software fix and an advisory notice, which were originally distributed in december 2025. Their it team confirmed they did receive the update but never deployed it across all workstations and sites.

Manufacturer narrative:
It has been found that the electronic medical record (emr) system software was opening a second instance of the ECG plug-in software while there was already an instance of the ECG plug-in running in the background. Midmark was able to reproduce the issue and confirm that the doubling of the heart rate was caused by two applications of the ECG plug-in software being opened concurrently. Therefore, it was determined that the emr system opening both instances of the ECG plugin software led to the issue of the heart rate doubling on the display screen.